Event description:
It was reported that this right atrial lead was surgically abandoned due to experiencing high out of range impedance measurements. Another lead was implanted instead. No further adverse patient effects were reported.